Event description:
Manufacturer report number: 2017865-2023-17635, manufacturer report number: 2017865-2023-17636, manufacturer report number: 2017865-2023-17638. It was reported that the patient presented for a device extraction due to infection and device erosion. The implantable cardiac defibrillator (ICD), atrial lead, right ventricular (rv) lead and left ventricular (lv) lead were explanted. A replacement ICD system was implanted. The condition of the patient was unknown.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.